Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left circumflex artery with no tortuosity, no calcification and 80% stenosis, a non-abbott guide wire was advanced and pre-dilatation was performed with a 3.0x20 mm non-abbott balloon catheter. The protective sheath of a 3.5x33 mm multi-link 8 coronary stent system was removed without resistance and the stent implant was found stuck inside the protective sheath. The device was not used and there was not patient involvement. A 3.5x38 mm multi-link 8 coronary stent system was advanced and implanted successfully. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed and the distal stent struts were stretched. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.